Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 70% stenosis in the proximal left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The plad was described as 24 mm in length, class b1, and de novo. The reference vessel was 3 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 12 mm balloon at 10 atm and a 3 x 13 mm cypher rx was implanted at 14 atm. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 14 atm. It was reported that the first stent did not cover the full lesion and a second 3 x 8 mm cypher rx was implanted at 16 atm to cover the lesion. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 18 atm. Consequently, a third 2.5 x 8 mm cypher rx was deployed at 16 atm to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 20 atm. At screening, the patient's cardiac enzymes were in normal range, but the troponin I peaked at 0.18 (0.02 unl) at 6-12 hours and 16-24 hours post index procedure. The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, flomax, lopressor, nexium, and zocor. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, the angiography revealed 70% stenosis in the proximal left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The proximal lad was described as 24 mm in length, class b1, and de novo. The reference vessel was 3 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 12 mm balloon at 10 atm and a 3 x 13 mm cypher rx was implanted at 14 atm. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 14 atm. It was reported that the first stent did not cover the full lesion and a second 3 x 8 mm cypher rx was implanted at 16 atm to cover the lesion. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 18 atm. Consequently, a third 2.5 x 8 mm cypher rx was deployed at 16 atm to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 3.25 x 8 mm balloon at 20 atm. At screening, the patient's cardiac enzymes were in normal range, but the troponin I peaked at 0.18 (0.02 unl) at 6-12 hours and 16-24 hours post index procedure. The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact, but the elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. The patient was discharged on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065760 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00430, 3003742446-2012-00431, and 3003742446-2012-00432.